Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 unable to investigate further. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was requested, but unavailable: can you identify the lot number of the product used? All available information has been provided. Additional information was requested, and the following was obtained: was surgery delayed due to the reported event? No, action taken when event occurred? Had to open another suture, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, other information: orthopedic procedure, patient status/ outcome / consequences no. Investigation summary: the product was returned to ethicon for evaluation. One needle suture piece outside its winding former were received for analysis. Product code sxpp1a445. During the visual assessment of the needle suture, it was noted that the swage and attachment area was noted to be as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined, damage at some barbs were found and the end was noted to be cut likely by a surgical instrument. Besides that, the fixation tab section was not returned for evalauiton. It should be noted that a 100% inspection is performed via automotive vision system to ensure the tab is present and complete during manufacturing. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the sample condition, no conclusion could be reached as to what caused the reported complaint. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date in 2025 and barbed suture was used. The fixation tab broke off the suture on first bite.